Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The customer stated that the cause of her hospitalization was because she fell down a handicap slope and since then she had been experiencing high blood glucose. The customer stated that she continued to bolus and tried to change her infusion set when she discovered that her cannula had been pulled out due to the fall. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.